Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited high, out of range high voltage impedance values. The impedance values stabilized and are in an acceptable range. The device remains implanted. The patients condition was good.